Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a lead placement procedure. During the procedure, it was found that the atrial lead was exhibiting noise upon placement. The physician completed the procedure using a different lead on (B)(6) 2020. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.